Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, the suture was broken when the surgeon attempted to sew the wound of myoma. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that one empty opened foil and one strand in two sections that pertains to product code sxpp1a406 were received for evaluation. Upon visual inspection, of the returned sample the suture pieces were observed with body fluids and the extremes were noted to be broken. Damage and deformations were noticeable in the barbs. Crimping marks were observed on the suture surface that could be caused by a surgical instrument. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.